Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient started experiencing the redness along the lead site shortly after they were implanted. The cause was not determined and an infection was not confirmed. The rep was going to follow-up with the clinic if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient was seen on (B)(6) 2018 in healthcare professional¿s clinic. It was reported by patient that they had redness along the lead site to the ins pocket. Healthcare professional prescribed antibiotics to patient and to follow up in two weeks. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.